Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the ethylene oxide tube at the leakage tester was attached while there was moisture , such as medical agent, adhered to the venting connector's surface. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a weak water supply. The device was inspected prior to use, the issue was found during an unknown diagnostic procedure, the intended procedure was completed using the same device, and without delay. Inspection and testing of the returned device found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle had foreign material which caused the water supply volume to not meet the standard value. The device was cleaned, disinfected, and sterilized before it was sent to olympus. According to the customer, it is unknown when the foreign material adhered to the nozzle. The air / water nozzle was flushed with water and air, the nozzle was cleaned with lint-free clothes / brushes / sponges, and the air / water nozzle was flushed with detergent solution. The customer reported that the facility is without washers and handwashing only; immersion in chemical solution using 3 trans-nasal scopes alternately. Additional findings include the following: the bending section cover had a scratch, the adhesive on the bending section cover had a white-clouded area, the air supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.